Event description:
Additional information received reported the patient's return of symptoms included urgency and frequency. The event was attributed to a normally depleted battery. The device was explanted and replaced. The patient experienced "good results" post operatively. No hospitalization was reported.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v107144, implanted: (B)(6) 2008. Product type: lead: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. The patient had a loss of therapeutic effect, return of symptoms, and was having bladder control issues. The patient had not felt stimulation for a few days. The caller was not able to adjust stimulation with their patient programmer. The display showed "call your doctor" icon and there was a power on reset (por) condition. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received which indicated that the patient received assistance from her healthcare provider (hcp) or manufacturer's representative and her concerns were resolved. An appointment date of (B)(6) 2013 was noted. Per manufacturer's device registry, the device was explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).